Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information for resetting the pump, assisting the caller in the process. The issue had occurred approximately four times earlier in the year, with the last incident occurring three to four months prior, though the customer did not report these earlier instances. Customer was informed to contact support again if the issue reoccurs, although they are currently unable to charge or reset the pump and plan to call back when they are able to do so. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.